Event description:
It was reported on (B)(6) 2013 during a surgery for distal radius fracture, after repositioning and installing the screw penetrated plate the surgeon inserted a va rocking screw through guiding block in a positioning hole. After insertion he locked the va locking screw in the distal row most styloid hole. He felt abnormal about insertion and found the screw wasn't locked but was penetrated in this hole. He intended to remove this screw but this screw wasn't run out for dorsal side therefore he made the decision to close the patient skin. The surgery was preform by global technical guide. He chose fixed mode and used a torque limiter (0.8nm) in lock. This report is for a va lockscrew l12 tan. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis.(B)(4)

Event description:
Device report from synthes (B)(4) reported the aforementioned incident from (B)(4).